Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery had an error message of "fault batt" on reception. There was no patient involvement.

Manufacturer narrative:
Date of report: 09/21/2018. Date of manufacturer: 06/12/2018. A replacement battery was sent to the customer. Information from the customer indicates that the battery is no longer available for evaluation. No product was returned for evaluation. The customer discarded the battery.